Event description:
It was reported that at the start of the shift, the staff found the hub had separated from the catheter. They immediately tried to attach a syringe and an IV bung to the end of the line, but the attempt was unsuccessful. It appeared that when the end of the lumen snapped off, a piece remained inside preventing patency of the device. The catheter was removed and an intravenous cannula was inserted instead. There were no adverse affects to the patient as a result.

Manufacturer narrative:
Sample will not be returned for evaluation.